Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow up because of correction of false information in e1: corrected: e1.

Event description:
The following was reported to hamilton medical ag: summary: ambient valve failure. Not passing the tightness test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ambient valve failure. Not passing the tightness test.